Event description:
It was reported that the patients right ventricular (rv) lead was oversensing noise and delivered inappropriate therapy. A lead fracture is suspected. An intervention was done to add a new low-voltage (pace/sense) lead while the high-voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).